Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope had foreign material (melon seeds) got stuck in forceps channel. The malfunction was observed during set up / inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was not confirmed. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was provided by the customer: the foreign material was seen during the examination.